Manufacturer narrative:
H3, h6 h10: one 72202469 reversed curved ultra fast-fix assembly has not returned for evaluation. The information provided states: ¿when the reverse curve fast fix was attempted t1 deployed, however, no t2 appeared to be loaded on device and the surgeon used a suture cutter to remove the suture¿. An exact root cause cannot be determined with confidence; however factors that could have contributed to the reported event include, excessive force. The instruction for use under warnings states, ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Instructions for use (IFU) contains recommendations and precautionary statements for proper use of product.risk management files contain the reported failure. Product met specifications upon release to distribution.

Event description:
It was reported that during acl and meniscal repair, two curved fast fix were deployed successfully. When the reverse curve fast fix was attempted t1 deployed, however, no t2 appeared to be loaded on device and the surgeon used a suture cutter to remove the suture. Besides, two more reverse fast fix were used successfully. No delay and a back up was available to complete the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.